Manufacturer narrative:
(B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2018, report indicated that the patient developed aspiration pneumonia on an unknown date. The patient was treated with antibiotics tazocin 4.5 mg IV, ventolin nebules 3x1 inhalation, pulmicort nebules 3x1 inhalation. The patient has been recovered from pneumonia.